Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a hematoma and was paralyzed from the waist down following his permanent implant procedure. Subsequently, the physician removed the hematoma and scs lead from the epidural space(lead and ipg were left implanted). The patient underwent rehabilitation and is being placed in a nursing home. The issue of paralyzation remains. No further intervention is planned at this time.